Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the +p insulation resistance test and the pulse lead hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon eval, there was an open white pulse wire inside the cable connecting the distribution node (dn) to the front therapy electrode (te). In addition, msp430 16-bit low power mcu component u713 was drawing down the +3.3v power supply. The cause of the +p insulation resistance and pulse lead hi-pot test failures is the open white pulse wire and the defective u713 component. The root cause of the open wire and defective component cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wire or defective component. The last pt to use this belt did not report any deficiencies.